Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away due to natural causes. There were no reports of issues related to the implanted system from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional to confirm the cause of death but no additional information was available.